Event description:
The event is reported as: customer alleges: balloon was inflated with 9-10 ml glycerine solution. According to the customer the balloon burst after 4 days and the catheter slipped out. Physician confirmed that no parts remained in the pt. The balloon was not tested prior to use. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.